Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag. The unit returned has the tip damaged, as part of overall visual revision. The returned device matches with upn and lot provided by the customer. The returned guidewire had the distal tip portion with polymer detached. The end distal tip was found bent. No other issues were found. The device was measured in three sections (distal - medium - proximal) which confirmed that was within specification.

Event description:
It was reported that tip detachment occurred. The occluded target lesion was located in the mildly tortuous proximal anterior tibial artery. A savion flx guidewire was advanced for treatment. However, it was noted that the tip of wire came off inside the patient body. The lesion was already occluded so the physician decided just to leave it and treat the peroneal artery. The procedure was completed with a non boston scientific device. There were no patient complications reported. The patient was fine and fully recovered.

Event description:
It was reported that tip detachment occurred. The occluded target lesion was located in the mildly tortuous proximal anterior tibial artery. A savion flx guidewire was advanced for treatment. However, it was noted that the tip of wire came off inside the patient body. The lesion was already occluded so the physician decided just to leave it and treat the peroneal artery. The procedure was completed with a non boston scientific device. There were no patient complications reported. The patient was fine and fully recovered.